Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted. The patient's medical history included: anxiety, chronic back pain, claustrophobia, depression, morbid obesity, prediabetes, esophagogastroduodenoscopy, uterine bleeding, heavy periods, painful periods and libido decreased. Concomitant products included: levonorgestrel (mirena). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure:on (B)(6) 2018, essure coils visualized in the normal cornual location. Bilateral ovaries normal. No discrete fibroids noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B40022) inserted for female sterilisation. The patient's medical history included anxiety, chronic back pain, claustrophobia, depression, morbid obesity, prediabetes, esophagogastroduodenoscopy, uterine bleeding, heavy periods, painful periods and libido decreased. Concomitant products included levonorgestrel (mirena). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure coils visualized in the normal cornual location. Bilateral ovaries normal.no discrete fibroids noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: mr received: lot number was added, essure insertion date were updated, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B40022) inserted for female sterilisation. The patient's medical history included anxiety, chronic back pain, claustrophobia, depression, morbid obesity, prediabetes, esophagogastroduodenoscopy, uterine bleeding, heavy periods, painful periods and libido decreased. Concomitant products included levonorgestrel (mirena). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure insertion date - ??-aug-2013 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure coils visualized in the normal cornual location. Bilateral ovaries normal. No discrete fibroids noted.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The patient's medical history included anxiety, chronic back pain, claustrophobia, depression, morbid obesity, prediabetes, esophagogastroduodenoscopy, uterine bleeding, heavy periods, painful periods and libido decreased. Concomitant products included levonorgestrel (mirena). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure coils visualized in the normal cornual location. Bilateral ovaries normal. No discrete fibroids noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.